Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: h3, h4, h5, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The cp plate (ceiling plate) that holds the angle wire in place was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a stress problem led to the malfunction. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. However, there were no reports of patient harm and the physician was able to complete the exam with the same device. Multiple attempts were made to contact the customer; however, no response was received from the customer. Although the investigation found the cp plate had broke, this malfunction, were it to recur, would not be likely to cause or contribute to a death or serious injury in the future. Olympus will continue to monitor field performance for this device.

Event description:
It was reported when turning the dial on the colonoscope, the band snapped when the doctor was using it. The issue occurred during a colonoscopy procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01026. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.